Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a broken battery compartment door. The tamper seal was missing. An inspection was performed as part of the functional test. The reported issue was duplicated. The accuracy test failed. (-3.24 percent avg. Delivery error). The reported issue was due to the expulsor and as a result, the expulsor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited an under-infusion during testing, no patient involvement.